Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# h840682805, implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: h840682805, ubd: 16-sep-2014, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 500 mcg/ml baclofen (unknown) at 65 mcg/day. The reason for use was not reported. It was reported that the patient had symptoms of increased spasticity on (B)(6) 2018. There were no known factors that may have led or contributed to the issue. Diagnostics/troubleshooting included catheter access port aspiration and a die study revealed some die leakage in the pocket. Immediate intervention for revision of the lead was scheduled for the same day ((B)(6) 2018). The connector appeared to be cockeyed on the pump. When the surgeon was unable to get the connector attached properly, it was cut-off and a new connector was used. The clinical specialist was present at the revision and she collected the damaged connector and provided it to the rep for it to be returned. The issue resolved at the time of this report and the patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Product ID 8709sc, lot# h840682805, implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. Analysis of the catheter found there was a tear in the seal near the guide ring. If information is provided in the future, a supplemental report will be issued.